Event description:
It was reported that the patient's left ventricular (lv) lead was found to operate in high output mode. The patient was brought into clinic. Interrogation revealed no capture. The lv lead was programmed off. The lv lead was capped (B)(6) 2021 and replaced. The patient remained stable throughout the procedure.